Event description:
A customer contacted beckman coulter inc. (Bec) to report that the unicel dxc 600 synchron system generated false low sodium (na) results. Repeat analysis of samples on an alternate instrument generated higher results and patient reports were amended with these results. The customer provided results for 13 patient samples. Of the 13, the difference between the original and re-testing results were within the precision of the assay. Results for the remaining 11 patient samples are shown. False low na results were not reported out of the lab and no effect to patients was reported. Patient age, date of birth, and sex are listed.

Manufacturer narrative:
Sample was serum. No other details were provided by customer. The customer did not provide any qc data but stated that qc before and after the event was within lab-established ranges. Bec field service engineer (fse) was dispatched for this event. Fse replaced the carbon bridge and performed a preventive maintenance. Fse then verified system's performance.